Event description:
Caller reported multiple previous occlusion alarms, of which all were resolved using the same method. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reloading the cartridge and resuming insulin.